Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspection was performed on the returned guide wire. The separation was confirmed. The resistance was unable to be confirmed as it was based on case circumstances. The investigation determined that the reported difficulty was related to case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. It should be noted that the ht supra core instruction for use states: guide wires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guide wire carefully for bends, kinks, or other damage. Do not use damaged wires. Using a damaged wire may result in vessel damage and/or inaccurate torque response. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a hi-torque supra core guide wire was inserted into a 6f sheath with no complications. The 6f sheath was removed and a dilator was advanced when resistance was felt with the guide wire. The dilator and guide wire were being removed when resistance was felt. After removal it was noticed that the guide wire was frayed. The frayed part was removed and the guide wire was re-inserted into a non-abbott device; however, it could not advance. The procedure was successfully completed with a new hi-torque supra core guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. Return device analysis confirmed that the guide wire was separated.